Manufacturer narrative:
Investigation: per the therapeutic apheresis handbook: a physician's reference, 2nd edition, overall patient reactions may occur in approximately 4.8% of procedures. Hypotension has a frequency rate of 1%. The clinical run sheet was provided to terumo bct by the customer. There is no administered fluid bolus documented on the run sheet. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Although the operator stated that they would give the patient a 500ml saline bolus, there is no indication that a bolus was given to the patient using the spectra optia system. Through the entire procedure, the system was configured for 3500ml of replacement fluid and a 100% fluid balance. Root cause: based on the information available, the spectra optia system is safe to use and operated as intended. From the information available, there is no evidence that the disposable caused or contributed to the patient's drop in blood pressure. Although administration of a fluid bolus was originally reported, no subsequent documentation was able to be provided supporting this event. The clinical run sheet provided by the customer does not record any fluid bolus administered. Furthermore,the rdf analysis does not indicate any fluid bolus was administered to the patient. Root cause was not determined. Possible causes include but are not limited to: patient disease state- patient sensitivity to the procedure.

Manufacturer narrative:
Investigation: the customer stated that they performed a 1.5 volume exchange. The pathologist stated it was an aggressive procedure and that was the cause in the blood pressure drop. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported that a patient developed hypotension during a therapeutic plasma exchange (tpe) procedure. Approximately 120 minutes into the procedure, the patient's blood pressure decreased to 86/75mmhg. The patient did not have any other symptoms. Per physician's order, the rn administered a fluid bolus of 500ml via IV to the patient over the course of the procedure. No additional follow-up visit was required for this event. The patient is reported in healthy condition. The disposable kit is not available for return, because it was discarded by the customer.